Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. The exposed portion of the soft cannula was found to have a tear and cause a leakage. Fluid was observed exiting the tear. It could not be determined when the tear occurred or if it contributed to the reported event. No other damages or defects were found with the device and the cause of the event could not be conclusively determined.

Event description:
It was reported that the patient¿s glucose level rose to 400 mg/dl while wearing the pod, on their abdomen, between 25 and 36 hours. Investigation of returned device found the cannula to be torn. The device was originally reported for leaking during wear. As treatment, a new pod had been placed.